Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm edwards surgical valve in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tmvr procedure was performed with a non-edwards transcatheter valve. The physician noted getting good use out of the edwards surgical valve prior to being disabled.